Event description:
It was reported by the affiliate that the (3) tct75 were used during an unknown procedure. It was reported that the devices partially cut. The case was completed with another device. There was no pt consequence. Four (4) sterile devices were also returned.